Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An analyst reported on behalf of the customer that a a2101 mayfield ultra base unit was noted to have an arm that moved even after the unit was locked. No patient contact, injury or surgery delay was reported. Additional information has been requested.

Manufacturer narrative:
DHR: this device exceeds its expected life of 7 years. Device was received with the handle not closing. The reason for the handle not closing was a worn shock cushion that had moved out of position impeding the handle. Root cause of observed wear was unknown, however the most likely reason is device was manufactured in 2004 and has seen extended use. Outside the complaint event the device was received with a broken wrench. Reason for broken wrench was unknown other than device is 14 years old.

Event description:
N/a.